Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that there was no signal/strength on the charger since the day they first started charging no matter what they did (such as adding pockets to a thin t-shirt on the exact spot internal device is). The battery was down to 1/4 battery life and they used the adhesive on their skin directly with no resolution. After two hours, they got it back to 1/2 battery charge and they were charging for a minimum of 1 hour per day. Also the handheld unit kept beeping and going off. They had to reposition and start over many times. They felt the battery move as they carefully removed the charger. It was suggested that the poor/no signal strength could be due to the battery in their chest not seated in the pocket correctly. They went to the neurologist for a regular check up on february 12 and brought everything in and positioned with no signal strength. The biggest thing was that the charging unit should be positioned with the cord pointed to the arm and not the head. They used the harness with a weight in one side and they were able to get signal strength. After 2.5 months, the battery fully charged. The patient stated they would have had the rechargeable battery removed if they could. They stated the directions in the booklet and how the tech at the hospital teaches use must be changed. They have been frustrated and scared that they would run out of battery life at any time, no matter what they did. They now charge once per week and last night was the first time the signal strength was not 100%, so it took a little longer to charge, otherwise, it is approximately 1/2 hour to fully charge the battery from 3/4 full.

Event description:
The cause of the beeping and unit going off was due to poor location of the charger. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2021-feb-11 (B)(4): information was received from a patient's representative regarding an external device. The caller reported that the patient has never been able to get good coupling while charging their implantable neurostimulator (ins). The caller stated that the patient got good coupling the day after the ins was implanted, but they have gotten poor coupling ever since. The caller stated that the patient is sometimes able to get 2 or 3 coupling bars filled in, but normally they have no coupling bars filled in. The caller stated that they tried using adhesive discs to improve the coupling and initially got good results, but within a few minutes the signal was lost. The caller mentioned that the patient was charging the ins for 3 or 4 hours last night and the ins battery level remained at 50% and never incremented to 75%. The caller added that they don't believe they have ever been able to charge the ins above 50%. Agent reviewed that the ins takes much longer to charge with poor coupling. The caller stated that the recharging equipment is brand-new and in good condition. During the call, the caller mentioned that a couple weeks ago they could feel the ins moving as they pulled the adhesive disc from the patient's body. The caller was under the impression that the ins was just "not stuck in his body yet." The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an upcoming appointment.